Event description:
It was reported by the customer that a bd pyxis¿ es server had a facility formulary item with the "non-med" button mistakenly checked off. The customer stated that the nurse was unable to remove the medications from the station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a facility formulary item with the "non-med" button mistakenly checked off. The customer stated that the nurse was unable to remove the medications from the station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the facility formulary item with the "non-med" button mistakenly checked off. A technical support specialist (tss) identified some outstanding transactions at the safe regarding a particular medication, and these transactions stuck during any version upgrade and have to manually remove. The tss confirmed that the unreconciled transactions were resolved, and the customer deleted the facility formulary and inactive the medication settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.